Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the DHR and there is no abnormality found during in-process or at final control inspection.

Event description:
As reported by the user facility ((B)(4)): incomplete diffusion. Drug: 5fu: accord. The patient has not received his treatment.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received two used, approximately two thirds filled easypump ii lt 100-50-s without packaging. The received pumps were taken to a visual inspection. Damages or other deviations were not immediately detected. As-received condition the white clamps were closed, but one did not block the tube. The original wing caps were not handed over by the customer. One the patient connector was connected to the filling port the other was not blocked. After opening the top cap, removing the closing cone respectively disconnecting the patient connector/filling port, we detected solution (liquid) at the filling port (lli-cone). In addition, we detected liquid and crystallized drug residues at the patient connector. Moreover, the samples were taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pumps (opening the white clamp respectively disconnection of patient connector and filling port) and waiting for 60 minutes the pumps did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected samples are blocked, therefore the samples are not in accordance with our requirements. Hence we assess this complaint to be not "judgable". We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.